Manufacturer narrative:
The user complained of frequent "no sensor detected" alerts. Troubleshooting efforts, including a transmitter replacement, did not resolve the issue, thus a sensor replacement was authorized. The returned sensor was tested with a known good transmitter and a phone running the eversense app. Signal detection of varying strength, ranging from good to excellent, was observed. This behavior is indicative of intermittent communication and power transmission from the sensor antenna.a review of the in vivo sensor data also showed frequent quality flags due to communication and missed reads, which resulted in glucose blinding via triggering glucose suspend alerts. The raw sensor data also demonstrated instability across all sensing areas. Visual inspection of the returned sensor identified signs of delamination of internal sensor electronic components. The user was provided with a replacement sensor as part of the resolution. B4.date of this report 29 dec 2025. G3.date received by the manufacturer? 29 dec 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121,10. H6. Investigation findings updated to 628. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving "no sensor detected alert" which led to early sensor removal.